Event description:
There was an allegation of a questionable high lithium result from the cobas pro c 503 analytical unit. The initial result was 1.78 mmol/l and the repeat result was 1.26 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 490028. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was resolved by moving the assay to another instrument.